Manufacturer narrative:
As reported, about a week post implant of ventralight st mesh, the patient developed bacterial infection and underwent mesh explant. Based on the information reported, no conclusions can be made as to the degree to which the implant may have contributed to the patient¿s postoperative course. To date, this is the only reported complaint for this manufacturing lot. Postoperative infection is a known inherent risk of surgery and is included as a possible complication in the adverse reaction section of the instructions-for-use supplied with the device. Regarding infection the warnings section states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the patient was implanted with ventralight st mesh on (B)(6) 2024. It was reported that a week later the patient developed bacterial infection. It was further reported that the patient underwent mesh explant on (B)(6) 2024 and the patient is doing fine now.

Manufacturer narrative:
As reported, about a week post implant of ventralight st mesh, the patient developed bacterial infection and underwent mesh explant. Based on the information reported, no conclusions can be made as to the degree to which the implant may have contributed to the patient¿s postoperative course. To date, this is the only reported complaint for this manufacturing lot. Postoperative infection is a known inherent risk of surgery and is included as a possible complication in the adverse reaction section of the instructions-for-use supplied with the device. Regarding infection the warnings section states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Addendum: h11: this supplemental MDR is submitted to update the DHR results and to correct the UDI. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the patient was implanted with ventralight st mesh on (B)(6)2024. It was reported that a week later the patient developed bacterial infection. It was further reported that the patient underwent mesh explant on (B)(6)2024 and the patient is doing fine now.